Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report broken l-lock tabs and a frayed lock line. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. The first mitraclip was successfully implanted. A second clip (20420r188) was attempted to be used, but during preparation the clip was unable to open. Troubleshooting was attempted, but the issue persisted. There was no patient involvement and the clip was exchanged. A third clip (20627r106) was then used. The device worked during prep but once it was inserted in the body, the device clip would not open when in the left atrium. The third clip was removed from the body and exchanged. A fourth clip (20720r1080) was attempted to be used. The fourth clip would not open after locking during prep. There was no patient involvement and the clip was exchanged. A fifth xtw clip worked as intended and was successfully implanted into the patient, reducing the mr to trace. There was no clinically significant delay in the procedure and no adverse patient effects. Subsequent to the initially reported information, the returned device analysis found that the third clip (20627r106) had broken l-lock tabs and a frayed lock line. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported inability to open the clip was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported inability to open the clip appears to be related to the observed broken l-lock tabs. However, a cause for how the l-lock tabs broke cannot be determined. It is possible that the break occurred during insertion of the clip into the guide as no issue was noted during prep. Inserting the clip in an angle with some force can damage the l-lock tabs. There is no indication of a product issue with respect to manufacture, design or labeling.